Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer is wearing the cartridge tubing facing up and not properly cycling the cartridge. Additionally, the customer is prefilling cartridges and using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed supplies as necessary and resumed insulin therapy.